Event description:
It was reported that the device was double beeping. This alarm event will result in a "no disposable, clamp tubing" alarm if not addressed and will pause the delivery of the pump. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of no disposable, clamp tubing alarm. Log events were reviewed and there are no errors related to the customer complaint. There were no service previously reported. Visual and functional testing was performed. It was discovered that the upstream occlusion (uso) and downstream occlusion (dso) sensors were damaged. The sensors were replaced. Probable cause of complaint was the uso and dso sensors were damaged. The device passed functional testing post repair.